Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling: health care professional instructions 6. If the needle is blocked, do no increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported one syringe of juvéderm voluma® xc had a defect stating, ¿the product just wouldn¿t come out.¿ patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.